Event description:
The event is reported as: the drainage tube must be sterile and on this equipment, it was not. No patient injury or intervention reported.

Manufacturer narrative:
Device available for evaluation? It is not confirmed, at this time, if the sample is available for evaluation. Additional information was requested for this product complaint.